Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer (fse), that the evis lucera elite colonovideoscope had foreign material in the channel. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the channel cleaning brush and forceps did not move smoothly due to clogged channel tube. The angulation in the up direction and the gap on the up/down knob were out of standard value due to worn angle wire. It was also noted that the bending section rubber adhesive was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.